Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a hakim programmable valve would not change settings after implantation and was revised. During follow-up, the ventricular enlargement was confirmed and the consciousness level became lower. So the surgeon attempted to change the setting of the valve, however, the setting did not change. The neodymium was also used, but the setting did not change. Therefore a revision surgery was performed. A slight ventricular reduction was confirmed and the patient is recovering well. The valve was implanted due to idiopathic normal pressure hydrocephalus. The level of csf protein was normal. The blood and debris contaminated into the spinal fluid was confirmed.

Event description:
N/a.

Manufacturer narrative:
Sample was received for evaluation. The sample was visually inspected needle holes over the needle guard were noted. Images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 70mmh2o. The valve was hydrated. The valve was tested for programming and failed the test; the cam mechanism did not move during the programming process. The valve was flushed and passed the test no occlusion was noted. The valve was leak tested and the only leaked from the needle holes over the needle guard. The silicone was cut just after the valve casing. The cam mechanism was moved. The valve was retested for programming and the valve failed the test, the cam mechanism moved slightly but was being blocked by the biological debris. There was biological debris was found on the cam mechanism. The cam magnets were controlled, and the magnets failed. The root cause for the programming problem is due to the abnormal polarization of the valve magnets was probably caused by an exposition of a too strong magnetic field. Manufacturing records were reviewed and found no anomalies. Based on the results of the investigation, the reported issue is confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.